Manufacturer narrative:
The device was received fully deployed. There were no timeouts, drive stalls, or hazard alarms observed that would indicate there was a struggle to deliver insulin. The patient history buffer (phb) data showed that the automated glucose control (agc) algorithm appropriately adapted to changes in estimated glucose values (egv) and user inputs. During investigation, the exposed portion of the soft cannula was found to be damaged. It could not be determined when or how this damage occurred or if this damage contributed to the reported not sure delivering insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.7. Hardware: iphone11.8. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to around 270 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site (arm), the infusion site reportedly was found to have redness or swelling. As treatment, a new pod was applied. The device investigation observed an exposed cannula damage during testing.